Event description:
The customer reported a fatal error code displayed on the unit. The system was not down; however. No pt injury was reported.

Manufacturer narrative:
The service rep flashed and rebuilt the nodes and adjusted the 5 volts that was reading 4.8 volts. During 4 minutes of fluoro using the foot pedal, the system froze. The rep replaced the gib board and tested the system again. This time, the system functioned as intended.